Event description:
It was reported that patient bilateral knee implants. Patient states that since having the surgery in 2009, that she has had problems with her knees. Patient has reported having knee pain. Recently patient states that now her whole body aches. Patient wants to know if there is a possibility of metals leaking into her body.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker knee. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
The patient is 63 inches in height. An event regarding pain involving an unknown stryker knee was reported. The event was not confirmed. The device was not returned for analysis because it remains implanted. The exact cause of the event could not be determined because the device was not returned for analysis and no medical records were provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient bilateral knee implants. Patient states that since having the surgery in 2009, that she has had problems with her knees. Patient has reported having knee pain. Recently patient states that now her whole body aches. Patient wants to know if there is a possibility of metals leaking into her body.